Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a preventive maintainence service check , the service engineer replaced the rechargeable battery pack due to observed error codes. There is no reported patient involvement associated with this event.